Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the large skyplate was exposing only small corner of it. Image from detector was not usable. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that the detector had been dropped, making it inoperable. As a result, images from the detector were unusable. While table bucky imaging was still possible, wall stand imaging (which uses a wireless detector) were not functional. The detector was replaced and system returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the large skyplate was exposing only small corner of it. Image from detector was not usable. The device was in clinical use and there was no patient or user harm.